Manufacturer narrative:
The pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. There was no unexpected no delivery alarm noted. There was no motor error alarm noted during bolus basal delivery. The motor passed motor test. The pump had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip.

Event description:
The customer reported via phone call of motor error and no delivery alarm with their insulin pump. The customer's blood glucose level at the time of incident was 481 mg/dl. The customer states they tried to bolus but received the alarm. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.